Event description:
As intensivist was unsheathing the introducer needle (18g x 3") to begin arterial line insertion, needle immediately broke off syringe. Broken needle and syringe discarded in sharps container.